Event description:
Rayner intraocular lenses limited received notification from (B)(6) medical centre ((B)(6)) of an event that occurred during use of a m-flex 630f intraocular lens. The healthcare facility has informed rayner that upon implantation the trailing haptic was broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. The m-flex 630f intraocular lens is not available in the united states of america. However, the m-flex 630f intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses. The c-flex 570c and c-flex aspheric 970c are available in the united states of america. The account of the event provided by the healthcare facility indicates that difficulty was experienced during lens loading. Rayner has been advised that the lens was transferred from the initial injector to another injector. The rayner m-flex 630f IFU states "once closed, the flaps of the injector should not be reopened." Corrective action was taken by the healthcare facility in the initial surgery session. The m-flex 630f intraocular lens was removed and replaced with a back-up intraocular lens of the same model and power. The healthcare facility has confirmed that the implantation of a back-up lens proceeded without complication. Our review of production records for the m-flex 630f batch 071e24959 confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within spec.